Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) found the aia-900 instrument not reading the correct number of tips. The fse noticed that the tip count sensor was loose. The fse aligned and tightened the tip sensor and verified the tip count sensor was counting correctly. The customer proceeded to run quality controls without any issues. No further action was required. The aia-900 instrument was performing within specifications. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4), from (B)(6) 2016 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12 flags and error messages, states the following: 3006 sample tip shortage cause: an "insufficient sample tips" status was detected. In this case, measurement will be paused. Action: replenish the sample tips. Measurement will automatically restart. The most probable cause of the reported event was due to the tip count sensor being misaligned.

Event description:
On (B)(6) 2018, a customer reported getting 3006 sample tip shortage error message on the aia-900 instrument. The customer reseated tips and rebooted the instrument, but error persisted. The customer was down and unable to run the instrument, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). A field service engineer (fse) was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.